Event description:
The ventilator was connected to a pt. The customer reports that when the pt coughed the ventilator failed to cycle. There was no pt injury. Unknown ventilator settings, the upper alarm limit activated.